Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis, fever and fatal stroke in a (B)(6) female patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain, cloudy solution and fever. On (B)(6) 2010, the patient was hospitalized. On this same day a sample of peritoneal effluent was analyzed and cultured. The result of the analysis revealed a leucocyte count of many cells/ml and a culture result of unknown. On an unreported date in (B)(6) 2010, the patient was treated with cefazolin 1g x 2/day (route not reported) and gentamycin 40mg x 2/day (route not reported). On (B)(6) 2010, the patient was discharged from the hospital, the event of peritonitis was considered improved but ongoing and the patient was to continue remedial therapy at home. The cause of the peritonitis was unknown. It was not reported if the event of fever resolved. On (B)(6) 2010, the patient expired. The listed cause of death was stroke. It is unknown if an autopsy was performed. Dianeal therapy was ongoing at the time of the patient's death. The nurse believed that the event of peritonitis and stroke were unrelated to dianeal therapy. Causality of the fever is unknown.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. The lot number is unknown therefore a batch review could not be performed. Should additional information become available, a follow up report will be submitted. Baxter has received similar reports of peritonitis. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4).

Event description:
Patient diagnosed with peritonitis on (B)(6) 2010. Effluent culture performed on (B)(6) 2010. Started on cefazolin 1g twice each day intraperitoneal and gentamycin 40mg twice each day intraperitoneal from (B)(6) 2010. No retraining was performed as this was the first patient event of peritonitis. The nurse indicated the peritonitis was unrelated to the baxter peritoneal solutions. The cause of the peritonitis is unknown and the listed cause of death was stroke. Medical history includes; end stage renal disease. The patient was receiving pd therapy at the time of death however, she was not connected to the homechoice device at the time of death. An autopsy was not performed. No on site visit was conducted.